Event description:
Miniised esr analyzer not functioning. Attempted to turn it on, unplug and plug back in. Does not power on ¿ should be on all the time. Qc ran. Sent labs to another lab for completion. Manufacturer response for ised analyzer, minised (per site reporter). Unknown.